Event description:
Reporter uses the marquette telemetry monitoring system which sounds an audible alarm and prints a strip/graph whenever a pt rhythm shows a significant adverse change. Staff were in the vicinity of the monitor when they noticed visual confirmation that a pt was in asystole. Staff related no audible alarm sounded, no graph printed. Due to close proximity of staff, asystole was noted at most, 20-30 seconds after it began. Therefore, the failure of audible alarm did not contribute to pt outcome in this case. Reporting this only as a potentially serious problem.